Event description:
It was reported by the physician that a retrospective pt study involving vena cava filters was performed. The physician reported that he identified some cases of filter tilting, caudal migration, and/or perforation. Specific pt, product or event info was not provided; however, x-ray images were provided for review. In this case, the film review identified that one filter limb appears to be perforating the cava wall. The info available does not indicate there was any injury or adverse consequence to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. A product evaluation could not be performed as no sample was received, however, there were 3 images reviewed (x-rays and cts). The images did not contain the date of when they were taken. The first image appears to show the g2 filter placement using a femoral delivery system. The tip of the filter appears to be located at the l1-l2 interspace. There were two CT images returned and it appears that one of the limbs is perforating the cava. The complaint is confirmed for perforation. Definitive root cause is unk. The current IFU (instructions for use) states: potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.